Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris potentiometer was adjusted and the problem was resolved. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ had an erratic display where it appeared that the iris of the collimator was jittering open and closed. There was no adverse patient involvement reported. There was no patient information reported